Event description:
A mayfield skull clamp was involved in a slippage during a patient procedure. The reporter described the event as, at the beginning of the procedure after the pins were in place and secured, but before the patent was draped, the unit slipped. The patient incurred a scalp laceration that required suturing. The patient recovered.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information. The unit received has been evaluated by quality neuro engineers and the findings were as follows; the unit operates normally during functional testing; 80# torque knob tested good under pressure; ratchet extension arm has no visible cracks; lock is in good working order which would not have caused slippage. Large starburst teeth show some wear but still functional and would not have caused slippage. Rocker arm passes go nogo gage; all other components are functional. The engineers were unable to confirm or duplicate a slippage with this unit.